Event description:
The customer reported that the insulin pump had a broken screen. Troubleshooting was done. Customer's blood glucose was 95 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Visual inspection shows that damage is to the lcd window and no damage is on the lcd glass. The insulin pump was received with cracked lcd window, cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.